Manufacturer narrative:
One medfusion pump was received with the top case cracked/chipped by the front left bottom corner with no visible contamination. The event history log was reviewed and there was a primary audible background test found several times as well as an acu watchdog as a sympathy alarm. Power up and infusion/occlusion tests were performed. The reported issue was unable to be duplicated. The j9 connector was fully seated and glue was intact on mating surfaces of the j9 connection the j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure at power up. There was no reported adverse event.